Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to implant a leadless implantable pulse generator (ipg) system, the patient experienced an air embolism, blood pressure drop, peripheral oxygen saturation (spo2) decrease and shock. It was also reported that the patient experienced palpitations and chest discomfort. It was reported that air ingress from the leadless ipg delivery system or the introducer sheath was suspected. Ventilation was performed with a bag mask and medication was administered. Blood pressure and spo2 stabilized post treatment. The ipg was implanted and remains in use. No further patient complications have been reported as a result of this event.